Event description:
It was reported that the microbore extension set, IV connector,.f leaked from the catheter attachment area. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "15-april-2021. She states that the max zero extension set was leaking at the attachment. The catheter was attached to the extension sets and was also leaking." "On the transducer set of the patient's pa line (cvc selected due to lack of options, but this was a transthoracic pa catheter), where the med line with the heparin 1:1 connects to the transducer was leaking continuously."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-06. H6: investigation summary one used extension set, model mz9226, was received by the customer for investigation. The extension set was returned attached to a 10 ml syringe prefilled with 0.9% sodium chloride. Upon visual inspection, no defects were observed. The samples were functionally tested and no leakage was observed. The catheter was not returned so the interaction between the extension set and catheter could not be investigated. The customer's complaint that the max zero extension set was leaking at the attachment could not be verified. A device history record review could not be performed on model mz9226 because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the max zero extension set was leaking at the attachment could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz9226 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the microbore extension set, IV connector,.f leaked from the catheter attachment area. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "(B)(6) 2021. She states that the max zero extension set was leaking at the attachment. The catheter was attached to the extension sets and was also leaking." "On the transducer set of the patient's pa line (cvc selected due to lack of options, but this was a transthoracic pa catheter), where the med line with the heparin 1:1 connects to the transducer was leaking continuously."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that the max zero extension set was leaking at the attachment could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz9226 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the microbore extension set, IV connector,.f leaked from the catheter attachment area. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "(B)(6) 2021. She states that the max zero extension set was leaking at the attachment. The catheter was attached to the extension sets and was also leaking." "On the transducer set of the patient's pa line (cvc selected due to lack of options, but this was a transthoracic pa catheter), where the med line with the heparin 1:1 connects to the transducer was leaking continuously."